Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was introduced into the sheath, it was not possible to aspirate the sheath without air bubbles using a syringe. It was noted that only passive back-flow of blood the solved the problem; a sheath valve issue was assumed. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath was visually inspected and functionally tested. Visual inspection of the sheath showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. Clinical data files were reviewed and did not show system notices or issues for the date of case. The reported issue (it was not possible to aspirate the sheath without bubbles ) was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.